Manufacturer narrative:
Batch review performed on 18 july 2023: lot 2109348: (B)(4) manufactured and released on 04-nov-2021. Expiration date: 2026-oct-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with 1 similar reported event during the period of review. Additional devices involved batch reviews performed on 18 july 2023 liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2109539: (B)(4) manufactured and released on 06-sep-2021. Expiration date: 2026-aug-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with 1 similar reported event during the period of review. Stem: sms solid 01.36.066 sms solid stem lat size 6 (k181693) lot 2009521: (B)(4) manufactured and released on 21-dec-2020. Expiration date: 2025-dec-06. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2104110: (B)(4)manufactured and released on 07-jun-2021. Expiration date: 2026-may-24. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 7 months after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.